Event description:
It was reported that about nine weeks following a total laparoscopic hysterectomy, with the use of a vaginal dilator, the pt's cusp opened up and their bowel came down into their vagina. The dr performed an additional procedure to repair the cusp that had opened up.